Event description:
The lead had migrated down and was not stimulating the proper area. There was no known incident or accident related to the complaint. There were 'discrepancies' between the trial and implant hcps. The outcome of the event was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.